Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A healthcare professional reported the customer received adc freestyle libre sensor scan results that were lower than he felt and he experienced vomiting and feeling unwell. Customer had contact with paramedics and was treated with sugar and transported to a hospital where a reading of 'hi' (reading greater than 500 mg/dl) was obtained compared to a "hypoglycemic result" obtained on the sensor. Customer received unspecified treatment. A sensor scan result of 78 mg/dl was reportedly compared to an hcp meter result of 370 mg/dl, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer received adc freestyle libre sensor scan results that were lower than he felt and he experienced vomiting and feeling unwell. Customer had contact with paramedics and was treated with sugar and transported to a hospital where a reading of 'hi' (reading greater than 500 mg/dl) was obtained compared to a "hypoglycemic result" obtained on the sensor. Customer received unspecified treatment. A sensor scan result of 78 mg/dl was reportedly compared to an hcp meter result of 370 mg/dl, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.